Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual assessment of the driver confirmed the complaint of the tip breaking off. The break is angular in nature. The broken portion of the tip was not received. The remaining portion of the tip has no material voids present. The handles proximal end is deformed from impact with a mallet or hammer. Additionally the handle is damaged by what appears to be from pliers. A review of the device history report(s) did not identify any discrepancies. A review of the complaint history confirmed that no additional complaints were associated with the manufactured lot on file. Per results of the investigation, the root cause was determined to be ¿expected wear/tear¿. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) procedure utilizing the acufex rci driver, it was reported that when driver was being used to insert a rci screw for fixation of an acl graft, the driver broke. It was reported that the driver end was loose inside of the knee joint. The fragment was found and removed from the patient. Backup device was available and the surgeon was able to complete the procedure successfully. It was reported that no debris remained in patient. Condition of patient post procedure was stated to be satisfactory.